Event description:
It was reported that during the procedure the physician selected the subject guidewire to establish access. During the super-selective procedure, the physician suspected that the subject guidewire had fractured. The subject guidewire was withdrawn from the body for inspection, and it was confirmed that the subject guidewire tip had broken and stretched. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D9 product available to stryker: updated. D9 returned to manufacturer on: updated. H3 device evaluated by mfg: updated. C2/d10 concomitant products grid: updated. There are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, approximately 292cm of the subject guidewire was returned. The guidewire was seen to be kinked/bent. The nitinol tubing, core wire and platinum coil were broken/fractured. The platinum coil was stretched and knotted around the core wire as per photos. Approximately 8 cm of the distal fragment was not returned. The functional inspection was not performed as the damage was confirmed during visual analysis. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The event was confirmed based on the damage noted to the returned device. The device failed to meet specifications when returned for analysis. It was reported that ¿during the super-selective procedure, the physician suspected that the wire had fractured. The wire was withdrawn from the body for inspection, and it was confirmed that the wire had broken and stretched¿. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. The dispenser hoop was flushed before removing the guidewire. There was no indication of a user related issue. The anatomy was reported to be moderately tortuous. A microcatheter was used in the procedure and was used to finish the procedure. The guidewire tip was shaped 90 degrees. The issue was noted on the tip of the guidewire. The wire was not torqued to overcome the resistance, and no force was used to overcome resistance. No other difficulties were encountered during the usage of the device that could have contributed to the issue. The guidewire was not completely fractured, so the operator withdrew it as a whole. Analysis of the returned device found approximately 292cm of the subject guidewire was returned. Approximately 8cm of the distal fragment was not returned. The guidewire was be kinked/bent. The guidewire nitinol tubing was broken/fractured 292cm from the proximal end, with the platinum coil and core wire exposed and broken/fractured. The platinum coil was stretched and knotted around the core wire. The condition of the returned guidewire indicates a significant force was used during the procedure to have caused such damage. An assignable cause of procedural factors will be assigned to the as reported event ¿guidewire distal tip broken/fractured during use¿ and ¿guidewire distal tip stretched¿ and to the analyzed damage 'guidewire kinked/bent', ¿guidewire distal tip broken/fractured during use¿ and ¿guidewire distal tip stretched¿ and as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the procedure the physician selected the subject guidewire to establish access. During the super-selective procedure, the physician suspected that the subject guidewire had fractured. The subject guidewire was withdrawn from the body for inspection, and it was confirmed that the subject guidewire tip had broken and stretched. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.